Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An internal inspection of the cycler identified that the cause for the blank screen was due to a burnt transformer on the inverter board. The cycler underwent voltage testing and passed. It was also noted that there was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of a blank screen was confirmed and the cause was determined to be a faulty inverter board with a burnt transformer. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a patient¿s liberty cycler went blank while the patient was performing peritoneal dialysis therapy. The patient attempted to touch the screen, but it remained blank. It was verified that the power cord was plugged firmly into the wall outlet as well as to the back of the cycler. The patient rebooted the cycler but the screen remained blank. It was noted that the ok key was still lit at this time. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. The cycler was returned to the manufacture and a replacement cycler was provided. Upon evaluation, it was identified that the inverter board was damaged and the transformer had burn marks. The cause for the burn marks was unknown. There was no patient injury or medical intervention required as a result of the event. Additional information was requested but was unavailable.